Manufacturer narrative:
An investigation has been initiated. A review of the mfg records indicated all device specifications and quality requirements were satisfied. When the investigation is complete, a final report will be submitted.

Event description:
It was reported that the line was inserted on (B)(6) 2010. The pt received dialysis on the same day. On coming off the dialysis, the staff noticed that line had migrated 5cm out from the exit site. The "wing" that secured the line did not hold down the line. The line guided out of the "wings".